Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs for the freestyle precision neo meter was reviewed and the dhrs showed the freestyle precision neo meter passed all tests prior to release. Strips expired as of 31-jul-2014. Retain testing applies to unexpired product. Retain testing not applicable in this case. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc glucose meter. The customer experienced symptoms of "no taste", distorted vision, became hypoglycemic, and seizure. The customer was unable to self-treat and no further information was reported. It should be noted that the test strips that customer used at time of event were found to be expired. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is per the customer's report of "end of (B)(6)." All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low readings from the adc glucose meter. The customer experienced symptoms of "no taste", distorted vision, became hypoglycemic, and seizure. The customer was unable to self-treat and no further information was reported. It should be noted that the test strips that customer used at time of event were found to be expired. There was no report of death or permanent injury associated with this event.